Event description:
It was reported that this pacemaker was found to have triggered a lead safety switch due to one out of range pace impedance on the right atrial lead. This switch was found as the patient had presented to the emergency room due to atrial fibrillation symptoms and the device data was being reviewed. Boston scientific technical services discussed what could have caused the out of range measurement. At this time, the system remains in service. The lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide an updated code.